Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Reportedly, additionally, the procedure was done under general anesthesia. During the procedure, the physician complained of extra resistance while pushing the spaceoar out of the syringe and was not sure if he injected into anything. As of (B)(6) 2021, reportedly, the gel was not seen in the axial or saggital view. Additionally, the physician concluded that a gel misplacement occurred. There were no patient complications reported as a result of this event. The patient has received planned radiation therapy.